Event description:
It has been reported to the co that during the procedure the physician attempted to pass the needle through the dilator of this device and was unable to do so reportedly, the dilator was "too tight". The device was removed and replaced. The pt is reported as fine and the device is being returned for the co's analysis.